Event description:
It was reported that patient had his artificial urinary sphincter cuff and balloon components removed as the cuff was not permeable. A new artificial urinary sphincter 4.0 cm cuff and balloon were implanted.